Manufacturer narrative:
D10: 300-60-03 - stemless hum comp laser cage, size 3: a607683. 310-61-50 - stemless hum head 50mm x 19mm x beta: a995499. 314-24-35 - laser cage glen xl, 8 post aug, right: a450567. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the equinoxe shoulder study, approximately 1 year and 1 month post the initial right total shoulder arthroplasty and following a cortisone injection and home exercise for shoulder stiffness, the patient followed up and still had shoulder stiffness and mild aching with fatigue with long periods of overhead movement. The patient was scheduled and received a capsular release. The outcome is considered to be continuing.